Manufacturer narrative:
H3: the revision reported was likely the result of humeral liner disassociation. The reported humeral liner disassociation may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities. However this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported, approximately 8 months and 8 days post a previous revision, the patient was revised again due to humeral liner dissociation. The patient was using an angle grinder when the liner dissociated. The glenosphere, liner, adapter tray, screw kit and locking screw were revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Previous revision reported under 1038671-2023-02616.

Manufacturer narrative:
Pending investigation. D10: 7322707 320-02-42 - rs expanded glenosphere 42mm, +4mm offset a659515 320-15-05 - eq rev locking screw a659516 320-15-05 - eq rev locking screw a566759 320-20-00 - eq reverse torque defining screw kit.